Event description:
The pt's family member called lfs on pt's behalf alleging that pt's one touch basic enhanced meter was prompting the insert strip message. The pt neither alleged harm nor experienced injury or med intervention. Although a med professional was called for advice, no further treatment was sought. The customer service rep discovered through troubleshooting that the pt had not been using correct testing technique. Correct testing procedure/cleaning was reviewed and the meter still displayed the insert strip message/icon. The meter prompted the insert strip message even with a new vial of test strips. Therefore, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.